Event description:
It was reported that the patient had been overdosed. The patient was hospitalized and placed on life support machines. The patient was found at 8:30am on (B)(6) 2015. The patient was foaming at the nose and mouth and was unresponsive. The situation was resolved following the hospitalization. It was noted that the patient had a diagnosis of renal cell carcinoma that has spread all over his back and that the patient was on hospice care. The pump was infusing morphine (unknown) and the patient also took oral morphine. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6)2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-07-31, additional information was received from a healthcare provider (hcp). The cause of the overdose was determined to be the patient was over using his oral, as needed, pain medications. The issue was reported as not device related. Emergency medical services (ems) was called and the patient was intubated, given naloxone and then extubated.